Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) needs installation kit 0040-00-0454 1. Units have a ¼ inch piece of plastic sheeting in place of instead of field action part cardiosave top cover.

Manufacturer narrative:
Corrected fields - b5, d9. Updated fields - b4, e1(event site name, event site address, event site address line 2, event site email), e2, e3, g1, g3, g6, h1, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Due to character limitations in e1 event site name- (B)(6). Despite good faith efforts (gfes), no replies have been receiving regarding the evaluation or repair of the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) needs installation kit 0040-00-0454 1.